Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and it was reported that despite the filter vent being closed, medication leaked out through the vent port. The plum set was used for 100ml mannitol infusion, following with cisplatin (flow rate: 156 cc/hr). Leakage was noted after about 2 hours of cisplatin infusion. There was patient involvement but no patient harm was reported as a consequence of this event.